Event description:
A medtronic representative reported a site open spine clamp screw with the threading stripped out. This was identified outside the surgical arena, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement of suspect open spine clamp has not been declined by site. Return of suspect device, to manufacturer for further evaluation, is not expected.